Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted valve repair procedure, the patient experienced a cardiac tamponade secondary to an aortic rupture, which required an additional surgical procedure. The aortic rupture was identified after the patient developed a sudden onset of hypotension while being transferred from the operating room bed to a stretcher. An echocardiogram was performed and revealed a cardiac tamponade. An emergency thoracotomy was performed to access the heart. Upon opening the pericardium, the aortic rupture was identified at the cardioplegia puncture site. Due to limited access to the lesion, both a median thoracotomy and a median sternotomy were performed to gain adequate exposure. The aortic lesion was resolved via a two-layer aortorrhaphy using 4-0 prolene suture, and the suture line was reinforced with biological glue. The patient was monitored intraoperatively for approximately 15 minutes, during which cerebral hypoperfusion occurred, requiring cardiac massage and fluid resuscitation. Adequate cerebral perfusion was achieved, and multiple blood transfusions were administered to stabilize the patient hemodynamically. After achieving thorough hemostasis, the pleura and mediastinum spaces were drained. Pacemaker wires were placed in the right ventricle, and the sternum was closed using 5-gauge steel wires. The procedure was completed, and the patient was transferred to the ICU for continued monitoring. The surgeon does not believe that a da vinci system, instrument, or accessory caused or contributed to the reported event. The patient¿s current condition remains unknown.